Event description:
A facility reported a scratch was noticed on an intraocular lens (iol) when the package was opened. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/08/2008 and on 05/30/2008 by mail. This report was mailed to FDA on: 06/06/2008.